Manufacturer narrative:
Gao, z., chen, x., <(>&<)> chen, j. Et al. (2017). Effect analysis of multi-interventional modes mainly with mechanical thrombectomy for large artery occlusive acute cerebral infarction. Chinese journal of cerebrovascular diseases, 14(2), 71-76. Doi:10.3969 /j.iss n.1672-5921.2017.02.0 the solitaire fr devices have not been returned for evaluation; product analysis cannot be performed. Based on the provided information, there does not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure and its cause could not be conclusively determined from the reported information. Mdrs related to this article: 2029214-2017-01146. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of intracranial hemorrhage after solitaire thrombectomy. The purpose of this article was to investigate the effectiveness and safety of multi-interventional modes focusing on mechanical thrombectomy in patients with large artery occlusive acute cerebral infarction. The authors reviewed 56 patients with acute cerebral infarction from large artery occlusion. The patients underwent mechanical thrombectomy using different solitaire models including the solitaire fr. The article states that 12 of the 56 patients experienced intracranial hemorrhage without death; some patients were symptomatic. - 4/15 patients had mrs = 2 at 3 months - 8/15 patients had mrs > 2 at 3 months.